Manufacturer narrative:
The electrode pads were returned for evaluation. During visual inspection of an opened set of electrodes, hair and skin were observed stuck to the foam adhesive of the electrode pads. Evidence of an energy concentration spot (arcing) was observed. The instructions for use instructs users to treat the patient's skin by clipping any excessive body hair that may compromise skin coupling and cause arcing. Inspection of an un-opened set of electrodes and a retained sample for lot number 3718 showed no discrepancies. This report has been attributed to poor preparation of the patient skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating an (B)(6)-year-old male patient, an arc was seen from the electrode pads causing a burn to the patient's skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient and successfully converted the patient's rhythm. Complainant indicated that the patient's skin was blistering and the staff applied silvadene cream and the patient was discharged home still using the silvadene cream.